Manufacturer narrative:
Continuation: 5076-45 lead, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited potential undersensing. It was also reported that the implantable pulse generator (ipg) was pacing below the lower rate. The ra lead, rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.